Event description:
Reported received of an incident involving a pump set which leaked from the clave port. The incident occurred in the ICU involving a patient with a diagnosis of cancer and on mechanical ventilation. The tubing set was connected to a lumen on the patient's swan-ganz catheter. Normal saline was infusing at a kvo rate. The reporter stated that the nurse discovered a puddle of IV fluid on the floor and leaking from the clave. The nurse removed the tubing set, aspirated the line of the swan-ganz catheter to assure no clots were present and changed out the set without further incidence. The patient missed no medications due to the incident. There was no report of bleed back or blood loss. There was no report of patient harm or adverse patient effects. The patient was transferred from the ICU during the week of 07/2002. Although requested, no add'l info was available.